Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this patient underwent a revision procedure and this product was explanted and replaced. No further complications were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged in to the right atrium resulting in poor sensing which caused undersensing and consequently overpacing. Additionally, high pacing thresholds and poor morphology on the electrocardiogram was observed. An x-ray was performed and concluded that the rv lead had dislodged. The patient was hospitalized and the device was deactivated. A revision procedure is planned and will take place soon.

Manufacturer narrative:
(B)(4). Additional details are expected. Once receieved, this report will be updated.